Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3998, lot# la9728, implanted: (B)(6) 2003, product type: lead; product ID neu_unknown, serial# unknown, product type: unknown. Model: 37761, serial: (B)(4). Model 37712, serial: (B)(4). (B)(4).

Event description:
It was reported that the recharger display was showing "call your doctor" icon and a 376 antenna test-temp failure error code. The 376 error occurred while recharging on (B)(6) "20145". The patient couldn't charge the implant the night prior and had so much pain they ended up at the emergency room. The desktop charger wire was frayed, which occurred in (B)(6) 2014. The connector pin broke. The cord on the insr antenna was frayed. No patient harm reported.